Manufacturer narrative:
Siemens has completed the investigation: a review of the customer provided dataset found an average bias of -1.9 mg/dl (32 mol/l) for the reported nbili patient sample results on the rp500e in question when compared to an advia 2400 lab instrument. There is not enough information around sample collection/sample handling differences, nor the necessary system data logfiles to conduct a thorough root-cause investigation for the individual patient result discordances as reported in this complaint. The rp500e nbili assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement based on the jendrassik-grof diazo-reference method. Most laboratory chemistry nbili assays are single or dual wavelength measurement of bilirubin derivative utilizing a reactive chemistry measured on serum or plasma samples. A number of factors can influence the n-bili assay including differences in methodology. The advia 2400 uses a vanadate oxidase reactive chemistry for serum bilirubin measurements. Other factors like preanalytical conditions due to the difficulty of neonatal specimen collection, insufficient mixing, time differences between comparative measurements, light exposure, hematocrit levels and potential optical interferences. Additional factors that may affect the measurement of bilirubin include presence of fibrin and/or interstitial tissue, intralipid (lipemia), turbidity, triglycerides levels and abnormal concentrations of hemoglobin in the red blood cells. Chemistry based bilirubin assays may be impacted by hemolysis, triglyceride and/or intralipid levels. With the limited information and files provided, a definitive root cause for the reported nbili discordances is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Cx, r1 and paz files have been received for investigation. The customer stated that sample collection and technique/pre-analytical handling have been reviewed with all staff. They have changed their capillary collection protocol to be more in-line with nice guidelines. The instrument is operational. Siemens service went on site and performed a total service call which included checking: sample and pump function, air filter, m valve assembly, luer assembly, scif assembly. Service stated that the m valve measured at .004" which is well within specification limit of .005", however made adjustment to 0.001". All other checks were completed with no fault found. The definitive cause of this event is unknown.

Event description:
The customer reported discrepant low nbili results on several patients when compared to another siemens lab analyzer. There was no report of injury due to this event.